Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had a high reading of 400 mg/dl. The customer treated with a bolus. The customer mentioned that she had a low reading of 48 mg/dl when she got up in the morning. The customer treated with breakfast. The insulin pump was not returned for analysis.